Event description:
It was reported that the right ventricular lead dislodged; it was not capturing the his bundle as intended, rather it was capturing the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the l ead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.